Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.

Event description:
The doctor responsible for medical device and vigilance, reported: ¿first implant surgery performed on (B)(6) 2009, at ¿(B)(6)¿ hospital. Life cycle time of the implant, more or less, 3 years and 6 months. Patient evaluated at ¿orthopedic emergency¿ of ¿(B)(6) hospital¿, on (B)(6) 2013. Patient has had felt pain in the right hip area, for more than 1 month. Dislocated hip arthroprosthesis known by more than 1 year and 6 months. Patient was hospitalized. On (B)(6) 2013 during the revision surgery, it appears an acetabular and femoral components (abg stryker) wide mobilization. The implants were explanted and replaced by a non stryker devices¿. On (B)(6) 2013, it was confirmed that there was an aseptic loosening of the cup and stem.

Manufacturer narrative:
An event regarding loosening involving an abg ii cup was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot code. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The doctor responsible for medical device and vigilance, reported: "first implant surgery performed on (B)(6) 2009, at (B)(6) hospital. Life cycle time of the implant, more or less, 3 years and 6 months. Patient evaluated at (B)(6) hospital. On (B)(6) 2013. Patient has had felt pain in the right hip area, for more than 1 month. Dislocated hip arthroprosthesis known by more than 1 year and 6 months. Patient was hospitalized. On (B)(6) 2013 during the revision surgery, it appears an acetabular and femoral components (abg stryker) wide mobilization. The implants were explanted and replaced by a non stryker devices". On (B)(6) 2013, it was confirmed that there was an aseptic loosening of the cup and stem.